Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after setting up for their pd treatment. This occurred after rebooting. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment and the treatment was cancelled. The fluid leak began during the first fill shortly after re-setting up. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event was discovered after experiencing the air detected in cassette alarm twice while resetting up for a third time. There were no fluid leaks found on the solution bag. Per the clinic¿s procedure, the patient was prescribed prophylactic antibiotics, vancomyacin (dose unknown, intraperitoneal, 6 hours, one time) and ceftazadime (dose unknown, intraperitoneal, 6 hours, one time). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler, but has not had a chance to use it yet. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.